Event description:
It was reported that the patient received atp and hv therapy due to supraventricular tachycardia being misdiagnosed as ventricular tachycardia. Programming changes were made and the patient will be monitored. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.